Manufacturer narrative:
E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a lock was loose during maintenance involving an olympus video system center. There was no patient involvement.